Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump was over and under delivering insulin. The customer¿s blood glucose level was fluctuating from 76 to 328 mg/dl at the time of the incident. The customer used manual injection to treat the high. The customer stated the down arrow button was not responsive and the insulin pump backlight was flickering. The customer also stated the pump was losing time; about 5 minutes in an hour. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.